Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the (B)(6) 2025 on abdomen. On approximately (B)(6) 2025, while walking in the park, the patient lost consciousness and collapsed. The patient does not know how long he had been unconscious. He was transported to the hospital by ambulance. The reporter was not aware of the treatment provided during transport or of the patient¿s glucose level at that time. At the ER, his blood glucose was 30 mg/dl, while his cgm reading showed 95 mg/dl. He was administered glucose, unsure whether it was given intravenously or by injection and IV fluids. The patient remained at the hospital for approximately 4 to 6 hours. He was additionally treated for a broken ankle and rib fractures sustained during the fall. Upon discharge, his bg was 230 mg/dl, and he reported feeling exhausted and somewhat confused. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator upon discharge. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.